Event description:
Patient's mother described "black specs" present in curlin tubing located inside the filter plastic. States that tubing is contaminated due to "black specs." FDA safety report ID# (B)(4).